Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing heat and swelling at the pocket site and exhibiting signs of possible (B)(6) infection. The patient underwent an ipg replacement procedure and was placed on antibiotics. The physician performed irrigation and debridement at the pocket site prior to the procedure. The patient was doing well postoperatively.